Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was observed black and the screen was cracked. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device was recalibrated, and blower needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was observed black and the screen was cracked. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.